Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 497 mg/dl. The customer reported that they were not getting insulin due to infusion sets were not locking in place and also needle was breaking from the transfer guard. The customer also reported that they were having issues with the reservoir. The insulin pump will not be returned for analysis.